Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of screen locked and adjustment not possible however it was attributed to low battery voltage. The main board was calibrated, the battery contacts cleaned and the unit was retested on the automated test system and passed all tests with no visual or electrical anomalies.

Event description:
It was reported that the external pulse generator's display screen was blocked/ locked and that no adjustment was possible. The generator has been returned for service. No patient complications have been reported as a result of this event. It was further reported via follow-up that there was no patient involvement associated with this event.